Manufacturer narrative:
This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was unable to remove the reported guiding block from a plate during surgery on (B)(6) 2015. Screw of the guiding block kept rotating and was never removed. Eventually, the surgeon could remove it by removal instruments. Thread of the product was wore and warped. There was 20 minutes delay in the surgery. This report is for an unknown screw. This is report 2 of 2 for com-(B)(4).